Event description:
It was reported that the customer experienced an issue with air bubbles forming in the tandem mobi cartridge, which jeopardized their blood glucose (bg) management. The customer's blood glucose level reached 570 mg/dl due to the issue. To address the problem, the customer switched to an omnipod system and resolved the immediate concern by changing the infusion set and cartridge. There was no requirement for third-party assistance, and the customer was advised to use room temperature insulin when filling the cartridge.